Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a deviation between the stylus and cursor was confirmed, as well as that a calibration did not resolve the issue. It was additionally noted at analysis that errors in the software updates were found and the latch of the cable bay was cracked. The device was cleaned, the touch screen assembly and the cable bay were replaced, the stylus was calibrated, new software was installed and the device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer was unable to calibrate with the stylus. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.